Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion in 21 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2008; 419488 implantable pacing lead, (B)(6) 2008. (B)(4).